Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding no energy delivery due to a broken cable was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps was not delivering bipolar energy due to a broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively, during dissection. No wire was exposed due to damaged insulation. The cable was intact and there was no any loss of cautery associated with the damaged cable. There was no any sign of thermal damage at the site of insulation damage. The procedure was completed with a backup instrument. The instrument was inspected before use and there was no any damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. In addition, no photographic images of the device(s) or a video recording of the procedure were available for is review.